Event description:
Related manufacturer reference number: 2017865-2023-13783. It was reported that the patient presented in clinic for a follow up due to fatigue. Device interrogation revealed failure to capture on the left ventricular (lv) lead. During the revision the right ventricle (rv) lead also loss capture. The physician elected to explant and replace the left ventricular lead and cap the right ventricle . The patient was in stable condition.